Event description:
The customer reports post-op a laparoscopic adjustable gastric band procedure, they were prescribed antibiotics for an infection at two incision sites. The incisions healed. After difficulty performing an adjustment, the patient developed a hematoma below the port site. The patient is currently on coumadin.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.